Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that when checking trays of new shipment, the real intelligence robotic drill tracker was bent and unable to be used. As this was noticed in a non-surgical environment, there was not patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill tracker rob10014 lot 20dst0005 intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was confirmed. The tip of one of the four flat marker connectors has been damaged/removed. The other 3 connectors are intact. A functional evaluation was performed. Complaint owned flat markers were attached to the remaining 3 connectors to evaluate fit. The flat markers were able to be attached and detached with minimal subjective force. A dimensional assessment was completed on the remaining 3 connectors. The dimension affecting the fit of the flat marker was within tolerance. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is an extremely tight flat marker fit requiring a tool to remove the flat marker and resulting in damage to the flat marker connector. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.